Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) capd disconnect y-sets were leaking from the y-connect. This was noticed after use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and a 3l drain bags were observed with leakage. The reported condition was verified. The cause of the condition is supplier manufacturing related. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.